Event description:
It was reported that, during a cori tka procedure, the system gave an "internal error" message. Then pressed ok and it gave the case information screen, from where they pressed "resume operation" and took them through the calibration of the drill phase, to the beginning of the planning screen and they moved through the screens and got to the cut screen again. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024,(B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and confirmed the reported "internal error" message. This error occurred after a "robotic drill cable disconnected" error that had occurred during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In attempts to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. The clinical/medical evaluation concluded the following: ¿per complaint details, the device malfunctioned during use and the ri-cori procedure was abandoned for manual instrumentation/free-hand cuts. Based on the information provided, there was no patient injury/impact due to the 0-30 minute surgical delay or the modified surgical procedure. It was communicated that the patient is currently healthy with ¿no issues¿ and the surgeon was ¿well satisfied¿ with the surgical outcome. Patient impact beyond the modified surgical procedure and 0-30 minute delay would not be anticipated, as the procedure was reportedly successfully completed with no patient injury or additional interventions required. No further medical assessment is warranted at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. G1